Event description:
The customer reported that a patient had a desat event for which no alarm occurred at the mp70 or central monitor. The customer declined to discuss the patient involved.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.